Event description:
Information was received that a smiths medical pneupac ventipac medical ventilator was not delivering breaths. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation. Upon functional testing, it was noted the customer's reported complaint was able to be duplicated. The demand detector failed to cycle and the battery holder was also found to be broken. Additionally, control and knob caps were missing on the device. Once repaired, the device passed all functional and delivery tests. The problem source for the complaint was noted as "wear and tear".